Manufacturer narrative:
The device was tested at the manufacturers site. All tests were passed successfully, no technical failure was found. Two reboots are documented in the log files within 3 minutes. This device is 20 years old and doesn't have a buffer battery for mains interruptions - according to specification. In case of mains interruption the device makes a reboot when voltage returns. Therefore it is to assume that the root cause is due to a mains fault of the hospital. The device reacted as specified with reboots. A reboot lasts not longer than 8 seconds, during this time an acoustical buzzer alarm is generated. Also the emergency-breathing valve opens allowing for spontaneous breathing. After this sequence the ventilation goes on with the set parameters. Before the reboots the ventilation alarms already have been silenced for two minutes by the user. Thus the mv-low alarm which follows each reboot was not audible also after the reboot. In case the device does not find a technical issue during the reboot, it is likely that the duration of the reboot is shorter than the mentioned 8 seconds. Thus the generated buzzer alarms are also very short and it is plausible that the user did not notice them. The device was produced in 1995. Meanwhile further developed power supplies which are able to buffer such mains faults are available.

Event description:
It was reported that after silencing the device no alarms were generated during a reboot. There was no injury reported.

Manufacturer narrative:
A device investigation was denied by the customer due to ongoing legal investigation. The device was analyzed. At the time in question the patient settings were changed. The patient was ventilated via mask in CPAP asb mode. During the following ventilation the device detected a leakage (e.g. Not attached mask) and alarmed several times for ¿tidal volume high¿ due to leakage compensation efforts. The IFU mentions a leak or disconnection as possible root causes for this alarm and recommends ¿check condition of patient., check pattern of ventilation, correct alarm limit if necessary, check hose system connections for leakages¿. At that time an increase of the ventilation frequency was detected, therefore ¿frequency high¿ alarms were given. The apnoe-alarm was switched off at that time, the minute volume alarm was already switched off earlier. Both alarms would have been raised during the following ventilation. To avoid nuisance alarms it is possible to switch these alarms off during mask ventilation. The IFU states: ¿only switch off alarms if the safety of the patient will not be compromised by the absence of an alarm.¿ additionally external patient monitoring is recommended. The patient was monitored, the alarms raised by the monitor were already overwritten. All mentioned alarms were given optically and acoustically. The proper function of the alarms were verified in the scope of error log download. The error log contains no entry of a technical device problem. It can be concluded that the device reacted as specified on the ventilation situation and raised the active alarms correctly.

Event description:
Please see initial report.